Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's explant on (B)(6) 2024 a part of the patient's s1 lead was cut and left implanted. Further intervention may be pending.